Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not snap onto the tibial baseplate. After several attempts, a new articular surface was opened and used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed damage to the dovetail feature as it is both compressed and flared out, indicating that it did not properly slide under the male dovetail on the tibia plate. DHR was reviewed and no discrepancies were found. The noted dovetail compression indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. The root cause is considered to be user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.